Event description:
Antibiotic infusing. At the end of infusion, staff member went in and found medication leaking onto couch. Nurse found the inner leur lock attachment had broken off, therefore medication was leaking at the end. The syringe was given to the nurse manager. Infusion was stopped, and the patient did not receive the remaineder of the 1.1 ml medication in the tubing. Plus spillage. Medication was then piggy-backed into an infusing large volume infusion pump. No other problems were noted.